Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced swelling at the ipg site after experiencing multiple falls. Surgical intervention was undertaken on (B)(6) 2016 wherein the ipg was relocated which resolved the issue.